Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The patient implanted for chronic low back pain reported a broken connector pin on the desktop charger (dtc). No out-of-box failure occurred. She was in agony because she hadn't been able to charge since her stimulation stopped. The connector pin was noted to have broken either (B)(6) 2016. Her stimulation ran out on (B)(6) 2016 and her pain returned because she wasn't able to charge her implant. A replacement dtc was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.